Event description:
Cord from charger to sao2 meter base breaks very easily. Cord and connector are very weak and easily broken. Rptr has replace three in 2 1/2 yrs of ownership. Other brands of equipment with similar configuration have much stronger cords and connectors.